Manufacturer narrative:
The used cartridge complaint sample was not returned. A video was provided. The cartridge preparation was not shown. Viscoelastic amount could not be determined. The lens was loaded with narrow tip forceps. A different set of forceps was used to rapidly advance the lens in the cartridge. The cartridge tip was inserted into the incision. The lens was rapidly advanced from mid-nozzle into the eye. After the lens unfolds, a strip of material was observed on the right side of the posterior surface. The material was removed with the I/a tip. The lens remained implanted. The associated lens model/diopter indicated is qualified for use with the cartridge. A non-qualified handpiece/viscoelastic combination was indicated. Root cause: the root cause for the reported foreign material could not be determined. The used cartridge was not returned. No determination can be made without physical evaluation of the complaint sample. The provided video was reviewed. A strip of material was observed on the posterior surface. Based on the review of the provided video, the observed material may have been internal coating material from the cartridge. A non-qualified handpiece/viscoelastic combination was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 12 similar complaints in this lot. (B)(4).

Event description:
A physician reported that a foreign material was found to be adhered to the backside of the intraocular lens (iol) after implanting; this was noted in three cases. The foreign material was able to be removed by aspirating with the irrigation and aspiration. The surgery was completed and the lenses remain implanted. There are multiple reports for this event, this represents the cartridge for patient and additional reports will be filed.